Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -13.50/+3.00/x083. Device evaluated by manufacturer: no, lens remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusion: based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6, -13.50/+3.00/x083 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. Excessive vaulting with elevated intraocular pressure was noted on (B)(6) 2015. The lens remains implanted. See MFR#2023826-2016-00029 for right eye.

Manufacturer narrative:
Conclusion: as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth below 3.0mm. (B)(4).